Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/01/2015-device evaluation:the pump has been returned and evaluated by product analysis on 04/02/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a power loss; however, power was restored to the pump several hours later. A cs 177 call service alarm for a battery error was also observed. During a visual inspection of the pump, the battery compartment was observed to be cracked; however, the battery cap secured properly to the pump. The pump was exercised for 24 hours with no duplicated losses of power. The pump case was removed, and no intermittent connections or evidence of moisture ingress was found. Further investigation revealed a capacitor failure at the c38 component on the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.